Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons stopped responding. Customer's blood glucose level was 176 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube and cracked reservoir tube lip.